Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A b30 scope communication error was noted. Additionally, the cable was kinked and interfering with the image. The unit also failed the leak test due to the damaged cable. Rust was reportedly present on the coupler. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that he has three olympus hd autoclavable camera heads that each presented a b30 scope communication error during therapeutic arthroscopy procedures. According to the initial reporter, all procedures were completed using a similar device. There was no patient harm or consequence reported as a result of this event. This report is 3 of 3. The 2 remaining events are capture under reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error occurred due to faulty cable. The root cause of the faulty cable could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.